Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m91c37. The device was received the jaws detached at the welding point, only the upper jaw was returned and the electrode and ceramic was still attached to the active rod as a one piece. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the reported issue. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. No conclusion could be reached as to what could cause this type of issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the enseal instrument wouldn't seal the vessel during an ovarian oophorectomy. Hemostasis was maintained by using a competitor's device and was used to complete the procedure but there was 150 cc of blood loss but no consequence to the patient.